Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the right ventricular (rv) lead was explanted and replaced due to elevated thresholds. No patient complications have been reported as a result of this event.